Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had stalls that would not restart, and that this occurred in 2016 (note: this conflicts with the previous report that the stall occurred on (B)(6) 2017). It was noted that the patient met with a manufacture representative in the emergency room, and the pump had to be reprogrammed and restarted. It was further noted that the patient would get sick and go through withdrawal. No further complications reported.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (10 mg/ml) at ¿2.7 something mg/day¿ via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the pump alarmed before, but the reporter had no additional information. Additional information was received from the patient on 03-aug-2017 and it was reported that telemetry strip with a date examined date of (B)(6) 2017 showed a motor stall occurred on (B)(6) 2017. On (B)(6) 2017 there was a ¿pump restarted due to restart command¿. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the patient reported seeing in the emergency room. The manufacturer representative stated that he did not remember any motor stalls occurring related to the patient and that had he been aware he would have reported it. He had seen the patient on (B)(6) 2017 at the hospital to assist with disabling the pump alarm (see manufacturer¿s report # 3004209178-2017-23775).